Manufacturer narrative:
Investigation results: device analysis findings: a visual and microscopic inspection revealed a detached portion of the distal end and was not returned for analysis. The total length of the guidewire was measured and when compared to device specifications it was found that 2.5 inches of the distal end were detached. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. This kind of failure can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique at the moment to manipulate the device, causing the observed damage and as a result contributing to the reported issue.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that advancing difficulty occurred. The 95% target lesion was located in the severely calcified and mildly tortuous left circumflex artery. A rotawire was selected for use. During the procedure, the device had difficulty advancing prior to reaching the lesion. The procedure was completed with an alternate device. There were no complications, and the patient fully recovered. However, device analysis revealed that the distal end was detached.